Event description:
It was reported that the doctor implanted a patient with a zlu150 20.5 d intraocular lens. Patient had it explanted due to complaints of glare and halo. Patient was then implanted with a zcu 150 21.0d. No complications were occurred for both procedures. Medical intervention ot was provided. No other information is available.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.